Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
An email was received on (B)(6) 2017 the consumer stated that two tampons came apart in two pieces upon removal. The email did not mention seeking medical assistance or the consumer having any trouble manually removing the pieces. The exact absorbency/model is unknown. No further information is available at this time.